Event description:
The olympus representative reported on behalf of the customer, the forceps elevator wire (k-wire) broke on the evis lucera duodenovideoscope. No patient harm reported. During the evaluation of the device, it was noted the adhesive on the lighting lens had peeled off. This report is to capture the reportable malfunction of peeled adhesive on the lighting lens noted at estimation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. A break was found in the forceps wire due to an external factor. The curved rubber adhesive part was cracked due to an external factor. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the extension of the angle wire. There were scratches on the insertion part cover tube, operation part, switch box, operation part cover, up/down angle fixing lever, grip, universal cord, operation part side of the universal cord, and scope connector side of the universal cord due to external factors. There were wrinkles in the insertion part due to external factors. The tip cover and scope connector may have been scratched due to external factors. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. It was likely the lens glue was peeled off by deterioration due to complex stress such as mechanical stress by interference with endo therapy accessories, chemical attack by chemical solutions, etc.